Event description:
It was reported that sometime post a dialysis catheter placement, the catheter was allegedly collapsed. It was further reported that the device allegedly had a low flow rate and dialysis inadequacy. Reportedly, surgical intervention was performed, and the catheter was removed. The current status of the patient is stable.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. Both the photos show the partial view of dialysis catheter and extension legs with clamps. The dialysis catheter was implanted in the patient body, the deformation was noted on blue color leur near the clamps. In the second photo suture wings can be seen, no visible failure was noted due to poor quality image. Therefore, the investigation is confirmed for the identified deformation issue. However, the investigation is inconclusive for the reported restricted flow rate and collapse issue as provided photos are not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Expiry date: 12/2024. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the catheter was allegedly collapsed. It was further reported that the device allegedly had a low flow rate and dialysis inadequacy. Reportedly, surgical intervention was performed with an access change and the catheter was removed and replaced. The current status of the patient is stable.